Event description:
Tyco healthcare received medwatch form via mail reporting, "patient with known cardiovascular disease had the left common iliac stent moved to the distal abdominal aorta. Attempts at retrieval were unsuccessful. Patient transferred to a different facility where 2 stents were replaced. There was dislodgement of the stent in the proximal portion of the left iliac artery into the ascending thoracic aorta. This likely occurred secondary to the whole wire traversing through the stent in the left iliac artery. The dislodgement seemed to occur with attempts to pass the pigtail catheter. It was passed through the stent into the aorta. The patient was transferred to another facility for stent recovery. Patient then readmitted to eastern maine medical center."

Manufacturer narrative:
Customer discarded guidewire. Customer unable to provide product lot number for manufacturer to review DHR. Customer did not have information of procedural events from other facility.